Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the air/water nozzle was clogged. The angulation was insufficient due to the elongation of the angle wire. The adhesive of the bending section rubber had gaps and cracks. The insertion tube was deformed. Physical stress damaged the universal cord and endoscope connector. The objective lens was cracked and the light guide lens was chipped due to the impact of dropping or hitting the endoscope on a hard surface or object. The objective lens was dirty and discolored due to insufficient cleaning. The control section was dirty due to insufficient cleaning. The forceps elevator pipe was clogged with foreign material. The endoscopic image was blurred due to the damage of the ccd unit. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus medical systems (B)(4) private limited (B)(4) due to a blurred endoscopic image. (B)(4) inspected the device and found that there was a gap of adhesive on the distal end of the device, which could have allowed dirt to enter the inside of the lens. In addition, the distal end cap was cracked and there was a gap. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of detailed evaluation by olympus medical systems india private limited (omsi), the following was confirmed. -water could not be supplied due to clogging of foreign material in the pipe. -the adhesive of the bending section rubber was detached. -the insertion tube was scratched. -the control unit was dirty. -due to the clogging of the air/water nozzle, the water removal ability did not meet the standard value. -the inside of the light guide lens was dirty. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection evaluation, but could not identify any defects that could affect the occurrence of the reported events. The exact cause of the reported event could not be conclusively determined. However, based on the following information, the distal end cap may have cracked due to physical stress caused by the user's handling. In addition, there is a possibility that dirt has entered because a gap was created in the adhesive part of the light guide lens due to physical stress. -according to the evaluation result of the device, cracks in the distal end cap, scratches on the objective lens, and chipping of the light guide lens were confirmed as traces of physical stress. -the instruction manual contains precautions to avoid applying physical stress to the device. -according to the past similar cases, it was concluded that the distal end cap was cracked due to physical stress caused by the user's handling. -according to the past similar cases, it was concluded that the inside of the light guide lens became dirty due to physical stress or the like. In addition, based on the following information, it is possible that the air/water nozzle was clogged with foreign material because it entered the air/water channel of the device due to damage to the silicon tube or packing of the peripheral device. -according to the evaluation result, the air/water nozzle was clogged with foreign material. -according to the past similar cases, it was concluded that the silicon tubes and packings of peripheral devices were damaged and entered the air/water channel and became clogged. The instruction manual provides preventive measures against the reported failure mode. By following the instruction manual, the user can properly detect reported events and reduce / prevent the occurrence of events. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.